Event description:
It was reported that, approximately a month and a half following a water vapor thermal therapy procedure for benign prostatic hyperplasia, the patient presented with urinary frequency with hematuria and a significant clot in their bladder, urethral stenosis with some sloughing necrotic friable tissue in the prostatic urethra, and some mild bleeding. The clot was evacuated, and the patient was reported to have fully recovered.